Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the breakage of the ceramic beak of the resection sheath was caused by thermal and mechanical induced impact, wear and tear, improper handling, and/or mechanical overload like fall, shock, or similar stress. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿warning infection control risk properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel.¿ ¿inspection and testing inspecting the product visually inspect the product. Make sure that it has: -- no corrosion -- no dents -- no scratches ceramic insulation at distal end visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures).¿ ¿warning risk of injury impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was not returned to olympus for evaluation. The investigation is in progress. Once the investigation has been completed, a supplemental report will be submitted with the results. Importer medwatch report #2429304-2023- 00054 has also been submitted for this event.

Event description:
A customer reported to an olympus representative that during a transurethral resection of the prostate (turp), a resection sheath had a damaged ceramic tip and part of the device broke off in a patient. The device was inspected prior to procedure. The part was retrieved using another device. There was no time delay reported. A po x-ray was completed in the operating room (or) to verify any retained parts. No adverse health effect reported. It was reported that the outer sheath was outside the inner sheath, the device that broke. The procedure was completed with another device. This report is being submitted for the ceramic tip of a resection sheath broke and a part fell in patient and the need for the physician to do additional radiological examination to confirm the broken device pieces. Attempts to retrieve additional information from the customer are in progress.